Event description:
Medtronic received information that during implant of this mechanical aortic valve, after several attempts, this 20mm valve was not able to be implanted after being sutured. The implanting physician removed the valve and replaced it with a 18mm valve. No adverse patient effects were reported.

Manufacturer narrative:
Patient weight was requested but unavailable. The device has been returned for analysis. A supplemental report will be filed upon completion of the analysis and investigation. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was cleaned and dried, after which the leaflets were fully mobile. The valve tissue annulus was measured and confirmed to meet the diameter stated on in the instructions for use (IFU) (20.2mm). No as-manufactured surface finish anomalies were noted. The complaint could not be confirmed; the valve was confirmed to be the same size as the labeling.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.